Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01752.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on multiple dates with multiple patients. This MFR. Addresses patient one (1) of two (2). The customer reported a false positive result on a direct tested nasopharyngeal swab with ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing on a nasopharyngeal swab with roche liat and bd max was performed on (B)(6) 2021 and generated negative results. Per the customer, the patient was not symptomatic. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m154380 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m154380 , test base part number 190-430 / lot: m154380 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m154380 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.